Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was unknown. The customer that there is cracks and o-ring is hanging out on lip of the reservoir compartment and lcd is cracked. The customer stated that the pump fell on the floor and hit the counter. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.

Manufacturer narrative:
The insulin pump passed functional testing, including the operating currents test, self-test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and no delivery tests. The insulin pump had cracked case at display window corner, broken battery tube threads, cracked reservoir tube, broken reservoir tube lip, minor scratched cracked display window and missing end cap sticker.